Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed the long tip forceps instrument cable to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal clevis hub. There were also broken cables found inside the instrument housing. There was no damage found at the clevis. Failure analysis also found loose grip cables visibly around the tip areas. In addition, indentation at the edge of the distal pulley was observed. The cause of the pulley damage was likely due to mishandling/misuse. The instrument clamping pulley was also corroded. Multiple clamping pulleys exhibited corrosion around the screw head and around the cable rails area. The cause of the corrosion was likely due to insufficient cleaning. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.